Event description:
Hill-rom received a report from a hill-rom tech stating the external alarm was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs any preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this info, no further action is required.